Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned mmdg could not complete an investigation. The initial reporter did state that the patient experienced a delay in therapy. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump alarmed an error code 10 that they were unable to clear. The initial reporter stated that while they were waiting for the replacement pump to be delivered, the first two were delivered to incorrect addresses and this resulted in the child missing two feeds. They also stated that the patient was doing well afterwards. [(B)(4)].